Event description:
During impacted wisdom teeth removal bur guard overheated causing a burn to right lower commissure of pt's lip, approximately 1x2 cm. The area was treated with ointment. The pt has been examined post operatively and the area has healed.